Event description:
It was reported that during device prep while flushing the acculink device with sterile saline the saline solution squirted into a technician's eye. A crack was noted in the hub of the acculink. No additional information available.